Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced nocturnal low blood glucose after resuming intense workouts, which the patient associated with returning to exercise following a break, and the event was treated with rapid-acting carbohydrates without loss of consciousness or inability to self-care. Symptoms included hypoglycemia. Outcomes included insufficient information to characterize longer-term impact. Investigation included communication with the patient and analysis of information provided by the user or third party. Investigation of this case revealed insufficient information, with no specific device problem or component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.